Event description:
Caller reported experiencing difficulty when loading a new cartridge, requiring three attempts. There was no adverse impact to the customer¿s blood glucose level. After the third attempt, the customer was able to load the cartridge successfully and resumed insulin without needing further assistance.